Manufacturer narrative:
Concomitant medical products: product ID: 09100-60, lot#: yy0047071k, implanted: (B)(6) 2019, product type: lead. Product ID: 09100-60, lot# yy0047073k, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 09100-60, serial/lot #: (B)(4), ubd: 14-aug-2022, UDI#: (B)(4). Product ID: 09100-60, serial/lot #: (B)(4), ubd: 14-aug-2022, UDI#: (B)(4). Codes belong to the leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced pain over the spinal wound, possibly due to a coiled lead. The coiled lead was never confirmed, only suspected. Etiology was related to the device or therapy, unlikely related to the implant procedure. The cause was not determined. No intervention or actions were taken. The event was ongoing as of (B)(6) 2019. No further complications were reported or anticipated.